Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that advanced bolus features were being used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: during evaluation, a review of the pump¿s black box showed the last bolus delivery and the last basal delivery on (B)(6) 2015. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. During testing, the pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The complaint of inaccurate delivery was not duplicated. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.